Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, bubbled dso seal, and a worn/discolored uso seal. A 'high alarm displayed: downstream occlusion' was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the ehl. As a preventative measure, the dso and uso sensors were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump alarms cassette not attached properly. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.